Event description:
Patient came into the hospital with a st-segment elevation myocardial infarction (stemi) and was in cardiogenic shock. Md inserted an introducer for an impella (left ventricular assist device). Md reported to cath lab manager that he'd had difficulty with insertion. He reported that the problem with insertion is that the transition from the dilator to the sheath is not smooth. It is described as "shouldering" or hitting a speed bump. Specifically, the sheath bulges at transition to the dilator, which makes it difficult to insert.